Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a spigelian hernia. It was reported that after implant, the patient experienced recurrence, abdominal pain, scarring, abscess, fluid re-accumulation, clear yellow fluid and seroma. Post-operative patient treatment included revision surgery, small bowel resection, removal of mesh, repair of hernia with mesh, incision and drainage of seroma.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a spigelian hernia. It was reported that after implant, the patient experienced recurrence, abdominal pain, scarring, abscess, and seroma. Post-operative patient treatment included revision surgery, small bowel resection, removal of mesh, repair of hernia with mesh, incision and drainage of seroma.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a spigelian hernia. It was reported that after implant, the patient experienced recurrence, abdominal pain, scarring, abscess, fluid re-accumulation, clear yellow fluid and seroma. Post-operative patient treatment included revision surgery, small bowel resection, removal of mesh, repair of hernia with mesh, incision and drainage of seroma.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient had surgical revision and recurrence.